Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Please see the user facility medwatch, number (B)(4).